Event description:
A (B) (6) male patient called in to zoll lifecor customer support to report that his monitor was displaying a service code 204. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem (code 204) has been confirmed. Engineering evaluation of the electrode belt determined that the cause of the error code 204 was corrupt memory. The root cause of the corrupt memory cannot be positively identified, however, the belt was fully functional after being reprogrammed. No adverse event resulted from the corrupt memory. The patient received a replacement electrode belt.